Event description:
One intravenous (IV) catheter was inserted into the patient's vein, the needle snags on the catheter. It then causes the catheter to kink and makes it unable to advance into the vein. Resulting in having to take out the IV and starting a new one. 22gauge x 1.00 in manufactured (B)(6) 2025, ref# (B)(4).